Event description:
It was reported that the scale was inaccurate due to a damaged cpu. It was further reported that the user administered an incorrect dosage of medicine based on the incorrect weight reading. The patient required medical intervention to ensure that there were no long term affects of the dosage issue.